Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer stated that the architect analyzer generated (B)(6) results on one patient. The patient's current results = (B)(6). The patient's last results and the one before that was (B)(6). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The customer observed false elevated results for two patient samples while testing with architect anti-hbs reagent 7c18-25 lot 30471lf00. A retained kit of lot 30471lf00 was tested for clinical specificity and all specifications were met. A review of manufacturing documentation did not identify any issues associated with the customer observation. No product deficiency was identified and no additional issues were identified during the investigation of this complaint. A review of complaint records for lot 30471lf00 did not identify any problems relating to the customer's observation. There is not enough information to reasonably suggest a malfunction as both samples reacted specifically when subtypes ay and ad were added which indicates a true positive anti-hbs result. A significant value decrease was observed in both samples when subtypes ay and ad were added. A review of the architect anti-hbs reagent package insert: "if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection." Also, section 10 of the architect i2000sr system operations manual describes causes of erratic results. Based on the investigation, it has been determined that the architect anti-hbs reagent, list number 7c18-25, lot number 30471lf00 is performing acceptably. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.